Event description:
The 2.5mm single use drill bit broke in patient femur during hip replacement surgery. Surgeon tried unsuccessfully to retrieve the broken piece. Broken drill retained for inspection and the event reported to (B)(4). An x-ray was taken to discuss with patient post surgery. Investigation currently underway.